Event description:
The manufacturer received information alleging that a trilogy evo, korea device generated a ventilator inoperative alarm. No harm or injury was reported, and the device was not in patient use at the time of the event. The device was returned to the manufacturer for evaluation, and the customer¿s complaint was confirmed. Review of the device event log identified an evt_tpy_held_in_bm ventilator inoperative error. To address this issue, the device¿s system board was replaced. Due to the presence of an evt_internal_batt_failed error code, the internal battery pack was also replaced. The root cause was established during the evaluation. Further inspection determined that the device¿s machine flow sensor required replacement due to contamination. The in-line filter, prox located in the fio2 return tubing was found to be completely clogged with dust and was replaced. The detachable battery pack was also replaced due to a ¿replace detachable battery¿ alarm. Following completion of repairs, the device passed final test.

Manufacturer narrative:
The reported failure of ventilator inoperative error is accommodated in the product risk management file as being linked to hazard with description loss of function/loss of primary function. Complaints for this failure are reviewed via the post market complaint trending and escalation processes to assess for the observed probability levels and compare them with the predicted levels in the risk file for the hazards linked to the failure. As of the date of submission for this report, there is no indication that complaints for the failure in question has led to unacceptable increase in probability levels for the hazardous situations in scope, and therefore no further action will be pursued. Qa continues to monitor complaints for this issue per the cadence in the complaint trending procedures.